Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint due to a failure of the bag/vent switch. The unit was replaced and returned to service.

Event description:
The hospital reported a malfunction resulting in the loss of manual ventilation. There was no report of patient injury.